Manufacturer narrative:
Correction: section d7 - the explant date should have been (B)(6) 2020 rather than (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2020-48347. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed both leads to be completely impeded. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Issue resolved.